Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 505mg/dl at the time of incident and the current blood glucose level was 200mg/dl. Customer reports they did not feel okay to troubleshoot. The device will not be returned for analysis.